Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported a clear fluid leak from the cartridge during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
A dialysate leak from the cartridge was reported leading to a termination of a hemodialysis treatment. The blood loss is attributed to the operator not performing rinseback of the patient's blood as instructed in the user's guide. Evaluation of the returned cartridge confirmed a dialysate leak at the balance chamber of the cartridge which most likely developed during the treatment. The user guide includes the following warning, "the co cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." Investigation concluded that the dialysate leak was most likely associated with a potential misalignment of the fluid management pathway within the cartridge as well as certain lots of pvc films used in cartridge manufacturing that may have been less robust. Co has initiated a voluntary recall of the affected cartridge lots. Event reviewed with facility staff. Additional training regarding manual rinseback procedures will be provided. Co considers this report closed. No additional information will be provided.